Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. As a result, the patient's drg system was explanted and treated with IV antibiotics, which resolved the issue.